Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component: catalog#: ni, lot#: ni; unknown articular surface: catalog#: ni, lot#: ni. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-02138. The product will not be returned to zimmer biomet for evaluation, as the product remains implanted. The investigation is in process. Upon completion of the investigation or receipt of additional information, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient has been experiencing popping, clicking, swelling, leg length discrepancy, and weight gain. The patient consulted a doctor who noted loosening in x-ray images. At the time of this report, a revision surgery has not been scheduled and no further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.